Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc freestyle libre sensor detached after 4 days of wear. Customer further reported that she did not have another method to check her blood glucose and experienced symptoms including dizziness, "seeing spots", and severe eye pain. Customer went to the emergency room and was treated with rapid acting insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported sensor has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed with the sensor or with the adhesive pads. Blood was present on the adhesive and sensor plug's snaps were curled indicating that the sensor was inserted properly. A review of the dhrs (device history review) showed no rework or deviations at the time of manufacture. The complaint is not confirmed.

Event description:
Customer reported her adc freestyle libre sensor detached after 4 days of wear. Customer further reported that she did not have another method to check her blood glucose and experienced symptoms including dizziness, "seeing spots", and severe eye pain. Customer went to the emergency room and was treated with rapid acting insulin. There was no report of death or permanent injury associated with this event.